Event description:
It was reported that the patient had a problem with her neurostimulator. The patient felt "unusual stimulation" and stated that she experienced "shocking" feelings at times which were movement dependent. An impedance check showed greater than 4000 on all settings. The lead and extension were explanted due to a breakage and were replaced. The patient was not injured and recovered without sequela.

Manufacturer narrative:
(B)(4): the lead and extension have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.